Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant exchange of textured breast implant due to their concern with the product as well as pain. Healthcare professional additionally reported rupture. Affected side is left. The device has been explanted and replaced.